Event description:
We received a report that an zma00u0215 intraocular lens (iol) was explanted from the patient's left eye after she could not adjust to multifocality. The report indicated she experienced ''refractive nausea''.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed the lens was cut in pieces, most probably to make explant possible. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 3-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Considering the condition of the lens, additional analysis is not possible. Manufacturing records were reviewed. Device history records show that the product order was produced with no non-conformances or deviations. There were no process and/or material changes and no non-conforming materials reports. The in-line optical inspection data shows the lens is within power specification. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.